Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show that the device has 11 channels with high impedance. There have been a trauma but the location of the impact is unclear. Explantation is planned for the end of october.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
In situ measurements show that the device has 11 channels with high impedance. Previous measurements a month earlier were within specification. There has been a trauma but the location of the impact is unclear.